Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue swan neck missouri curl cath. The customer reports a leaking pd-catheter swan neck curl cath missouri2 cuff right 62cm. The catheter was implanted in (B)(6) 2012. The leak occurred (B)(6) 2013. The pt is a (B)(6) y/o male that was on fresenius medical care (fmc) products and using the fmc catheter with fmc connector. It was unclear as to which level the catheter was leaking. The physician cut the leaking part of the catheter and replaced it with a titanium connector. The reported pt injury was peritonitis.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.